Event description:
Name of procedure being performed laparoscopic sigmoid hand-assisted colon resection detailed description of event: limited information was available at the time of the report. "Gel plastic wound protector part that goes inside the patient ripped and completely broke off from the ring while insufflated inside the patient." Additional information received via email on (B)(6)2020 from [name]: no patient injury occurred. Patient is fine. The tear occurred 1-2 hrs into the procedure. The sheath tore in one piece tear all hanging off together, no pieces. Graspers were being used at the time, no where near handport. Trocars and instruments were not placed directly through the gelport. Patient status: fine type of intervention: anp

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Engineering also observed that a portion of the sheath was slightly stretched and had uneven cuts. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction was made to d4 - expiration date as it was provided incorrectly in the initial report.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed laparoscopic sigmoid hand-assisted colon resection. Detailed description of event: limited information was available at the time of the report. "Gel plastic wound protector part that goes inside the patient ripped and completely broke off from the ring while insufflated inside the patient." Additional information received via email on 21sep2020 from [name]: no patient injury occurred. Patient is fine. The tear occurred 1-2 hrs into the procedure. The sheath tore in one piece tear all hanging off together, no pieces. Graspers were being used at the time, no where near handport. Trocars and instruments were not placed directly through the gelport. Patient status: fine. Type of intervention: anp.